Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during initial drain. The cg had disconnected the home patient because she wanted to add a drain line extension, and then reconnected the hp. The baxter technical services representative advised the cg to start over with new supplies as the supplies had been compromised. The cg would call the nurse to inform them of the incident within 24 hours. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. The patient had not contacted her about the incident, but she had seen her on (B)(6) 2011 and she was doing well and continuing therapy. The nurse stated that she would review proper disconnection and reconnection procedure with the patient. There were no adverse effects reported in relation to this incident. There was no medical intervention or serious injury reported at the time of the alarm.